Event description:
The rn was at the bedside giving a bolus of intravenous fluids and noted leakage at the connection site of the PICC line. The bed linen was also noted to be damp. This facility has had several similar issues with this product, and other ICU medical products. They are working with our units and pulling old lot numbers.